Event description:
It was reported that experienced physician placed catheter femorally w/o incident. After insertion, blood was seen in helium line. The helium tubing only was exchanged and pt taken to ICU. In ICU, blood was seen in helium tubing "on the pt side" iab was removed over a spring wire guide. New iab was passed over same wire w/o difficulty. There were no associated pt complications.

Event description:
It was reported that experienced physician placed catheter femorally w/0 incident. After insertion, blood was seen in helium line. The helium tubing only was exchanged and pt taken to ICU. In ICU, blood was seen in helium tubing "on the pt side" iab was removed over a spring wire guide. New iab was passed over a spring wire guide. New iab was passed over same wire w/o difficulty. There were no associated pt complications.